Event description:
It was reported the patient had a systemic infection. The device and leads were removed. No further patient complications have beenreported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 98% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. (B)(4). Concomitant products: 4193 implantable pacing lead implanted (B)(6) 2006; 5076 implantable pacing lead implanted (B)(6) 2006; 6949 implantable tachy lead implanted (B)(6) 2006.